Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage was noted at the area where the foreign material remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion resistance out of standards due to peeling off of the connecting tube part, insertion resistance at the tip out of standards due to missing part of distal end over, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, liquid leaks due to deformation of up/down knob, liquid leaks due to deformation of right/left knob, condition of light guide bundle not good, distal end cover broken, charged coupled device lens broken, light guide lens broken, adhesive part of angle rubber broken, crumple at connecting tube, coating at the connecting tube peeled off, crease at the connecting tube protector, switch 1 deformed, and crumple at the universal code. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite colonovideoscope had reduced angulation. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.